Manufacturer narrative:
Visual examination found the majority of the cage is intact. A 2.0mm x 2.7mm x 2.4mm long fractured piece was included with the returned cage. The cage broke in an insertion hole on one end of the device. The opposite end shows signs if damage to the through hole. Although no definitive conclusions can be made, the damage suggests that the cage may have been subjected to high torque and or impaction circumstance. The IFU indicates that polymer/carbon-fiber implants are designed to support physiologic loads. Excessive torque, when applied to long handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. Split or fractured implants should be removed and replaced. Implants can break when subjected to the increased loading associated with delayed union or nonunion. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Note: emdr was submitted during the FDA outage.

Manufacturer narrative:
The leopard cage has been returned. A follow up report will be filed upon completion of the evaluation.

Event description:
International affiliate reports that during implantation, the leopard cage was broken into many pieces. Part of the cage was not retrieved from the surgical site and remains the patient.